Event description:
It was reported that after using the 4.5 mm flexible reamer, the 9.0 mm drill was placed over the guide pin and reamed up. During reaming of the femoral tunnel, the head of the drill bit broke off at the head/shaft junction. The head of the drill piece was removed from the patient as was the shaft of the drill. No patient injury was reported.

Manufacturer narrative:
One (B)(4) flexible 9mm endoscopic cannulated drill returned. The product is five years old. The coiled section of the drill has been fractured just beyond the blades section. The blade portion and attached coils were not returned. The coils that remain are bowed. The coiled area is sensitive to inadvertent over torque pressure. The damage is consistent with leverage. This device is intended to flex but not be bent. No root cause related to the manufacture of this device can be established. No further investigation is warranted at this time.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.